Manufacturer narrative:
Correction to initial MDR in field b3.

Event description:
A report was received that the patient underwent an ipg revision procedure. The patient is thin and the ipg site was on the flank and created a pressure point. The physician implanted two lead extensions during the repositioning procedure. The patient was doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg revision procedure. The patient is thin and the ipg site was on the flank and created a pressure point. The physician implanted two lead extensions during the repositioning procedure. The patient was doing well post-operatively.